Manufacturer narrative:
Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Abnormal or severe pannus growth can eventually affect the function of the valve. In this case, the explanted device was not returned to edwards for analysis. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after six (6) years due to severe aortic stenosis (mean gradient = 21 mmhg). The valve had ingrowth of fibrous tissue at the base of each leaflet. This extended approximately one-third of the leaflet height, which restricted leaflet motion and created a narrow orifice. An annular enlargement was performed before a 21mm magna ease was implanted in replacement. The gradient was reduced to 11 mmhg and tee revealed no paravalvular leak with good valve function. There were no reported complications and the patient was transferred to the intensive care unit in stable condition.